Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 pocket c2 would not close, preventing nurses from accessing medications from the entire drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 and pocket c2 was not closed. A field service engineer (fse) found that drawer 2.2 pocket c2 had a broken lid and could not be recovered. Customer performed power cycle to the station, and after the reboot, pocket c2 released and hardware recovery was completed successfully. The drawer operated normally afterward. The system functioned as intended after the field service engineer repaired the device.